Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# serial# (B)(6) implanted: (B)(6) 2015. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported a return of tremors in their right hand after a fall. The generator was interrogated, and the impedance check revealed an out-of-range high impedance on the right vim located at contact 9. The fall resulted in a deep laceration at the top right side of the patient's head, where the burr hole cap was located. The hospital used staples to close the wound. An x-ray showed a visible fracture in the most dorsal portion of the right lead. The system was also at a 0% charge but indicated that the therapy was on. The reported increase in the patient's right-hand tremor was due to their stimulation settings being lowered to conserve battery because they sometimes forget to charge their system. The patient had very good control of their left-hand tremor (right vim), and their system was not programmed on electrode 9, which was the out-of-range impedance. The patient decided not to move forward with surgical intervention at this time. The action taken to resolve the issue was reviewing the recharging practice with the patient, and they were instructed to recharge immediately and more often to avoid loss of therapy. Additional information was received from the manufacturer representative (rep) on 2024-jul-31, who confirmed with the hcp that the cause of the patient's fall was unknown and unrelated to the dbs system. The patient's tremors in the right hand resolved once they charged the ins and increased the settings back to where their physician had programmed. No surgical intervention was planned.